Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event: failure to achieve roll-off. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08375 addresses the soloist electrode, manufacturer report # 3005099803-2013-09185 addresses the rf radiofrequency generator, while manufacturer report#s 3005099803-2013-09186, manufacturer report# 3005099803-2013-09187, manufacturer report# 3005099803-2013-09188, manufacturer report# 3005099803-2013-09190 addresses the four patient return electrode. It was reported to boston scientific corporation on (B)(4) 2013 that a soloist electrode, a rf3000 radiofrequency generator, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(4) 2013. According to the complainant, during the procedure, when the physician was attempting to ablate a tumor in the thigh bone, the resistance of the needle was too high and roll-off could not be achieved. An e02 error was displayed on the rf3000 generator. Subsequently the procedure was completed by scraping the tumor away. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08375 addresses the soloist electrode, manufacturer report # 3005099803-2013-09185 addresses the rf radiofrequency generator, while manufacturer report#s 3005099803-2013-09186, manufacturer report# 3005099803-2013-09187, manufacturer report# 3005099803-2013-09188, manufacturer report# 3005099803-2013-09190 addresses the four patient return electrode. It was reported to boston scientific corporation on (B)(6) 2013 that a soloist electrode, a rf3000 radiofrequency generator, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was attempting to ablate a tumor in the thigh bone, the resistance of the needle was too high and roll-off could not be achieved. An e02 error was displayed on the rf3000 generator. Subsequently the procedure was completed by scraping the tumor away. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results. Both the electrode and the cable were returned. Visual evaluation of the complaint device found no issues. A functional evaluation was performed by measuring the conductivity of the electrode, and the device was found within specifications. The conductivity of the returned cable was also measured, as well as the conductivity of the electrode/cable combination, and all measurements indicated the devices were able to conduct current properly. The complaint could not be confirmed; the returned device could not be functionally evaluated with respect to insufficient roll-off and error codes while in use. Per the intended use/indications for use section of the directions for use, "the soloist single needle electrode is intended to be used in conjunction with the rf 3000 generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions." However, the device was reportedly used to ablate a bone tumor. The high impedance of bone tissue likely contributed to the reported issues; therefore, the root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.